Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. Device was not returned for investigation. Error 28 is a problem from keypad or keyboard. Multiple causes can be at the origin of this issue. But with available evidences is not possible to identify one root cause. To our knowledge this complaint is not being related to patient safety. It was added in our trends for statistical follow. This complaint is not confirmed. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 28 (keypad).